Event description:
Patient had boston scientific reliance lead 0293 that was under advisory for eptfe [expanded polytetrafluoroethylene] gradual rise in low voltage shock impedance due to calcification lead had >200-ohm measurements. Patient no longer met ICD [implantable cardioverter defibrillator] requirements, had total system extraction [redacted].